Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to low blood glucose level of 39 mg/dl on (B)(6) 2019. Customer¿s blood glucose level was 45 mg/dl at the time of call. Customer' blood glucose level was 78 mg/dl. Customer had symptoms such as fatigue, mental confusion, not making sense. Customer was treated with food. Customer stated that the emergency medical service came to home due to low blood glucose level. Customer stated that the drive support cap was normal. Customer did not allege insulin pump for over delivering. The insulin pump will not be returned for analysis.